Event description:
The facility reported a pump that was involved in an incident of an overinfusion. The pump was infusing a piggyback of insulin. Reportedly, insulin had overinfused "went too fast". The pt's blood sugar was checked and the blood sugar level was found to have dropped to 24. The pt, however, recovered and there was "no lasting effect".